Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod longer 48 hours. The patient reported leaking insulin. When removed from the infusion site (leg), the pod's cannula was found bent and the site was bruised. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.